Event description:
It was reported by the sales rep that the handpiece was leaking a red fluid which the customer believes to be blood. The fluid was observed during sterilization from the front end where the chucks are attached; no pt involvement. There were no reports of any adverse pt event associated with this malfunction.

Manufacturer narrative:
The handpiece involved in the reported event was evaluated. During the evaluation, the tech observed visual evidence that a fluid had leaked from the handpiece. The visual evidence may be (B) (4), which is red in color. The handpiece is to be repaired and returned to the customer.